Event description:
On (B)(6) 2016, the patient underwent concomitant procedures consisting of bilateral cryoablation, left atrial appendage ligation, CABG using the left internal mammary artery and an aortic valve replacement where this 23mm trifecta valve was implanted. The patient had a history of mitral regurgitation, which was not surgically addressed at the procedure. Post-operatively, an echocardiogram demonstrated a tiny leak between the cusps resulting in a mild central jet. The post-operative course was unstable and multiple toes confirmed worsening central regurgitation and pvl. The patient remained in the ICU, however the patient did not recover from anesthesia and on (B)(6) 2016, the decision was made to remove the patient from life support.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a concomitant CABG and a 23mm trifecta valve implant was performed. Post-operatively, an echo demonstrated a mild central jet between the cusps. The post-operative course was unstable with instability and toe findings confirmed worsening central regurgitation and pvl. Post-operatively, the patient did not wake up from anesthesia and on (B)(6) 2016, the decision was made to remove the patient from life support.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.